Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03401. The pt received 2 scs leads with the same lot number. It was reported, one of the pt's scs leads was repositioned due to a loss of stimulation after the lead migrated. Follow-up identified the issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.